Event description:
New information reported stated that the patient had been admitted to the hospital on (B)(6) 2016 following an acute ischemic stroke, left dense hemiplegia and left facial palsy; the patient was discharged (B)(6) 2016. The patient was released to a home care program where she deceased. The physician confirmed that the patient's death was not device related.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2016 the patient was discharged to a home care program. On (B)(6) 2016 the patient deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available at this time.